Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported receiving a shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) while sleeping. It appeared the shock was inappropriate. The qrs amplitude became small and the device was counting the qrs twice and also counting the t-wave. The rate appeared to be around 110 bpm. The shock resulted in normal qrs, but the rate remained the same. The company field representative checked the device and the sensing vectors appeared good, except alternate appeared to have small signals. The device was not programmed to alternate. The rep then had the patient lay on their right side, and was able to recreate the decrease in amplitude. Boston scientific technical services (ts) discussed getting an x-ray next to verify the system position. The field representative was contacted and confirmed that no chest x-rays were taken. The gain was increased x2. The plan is to continue following patient in-clinic. The field representative also noted there was an untreated episode from (B)(6) 2015 with the same decrease in amplitude pattern. No adverse patient effects were reported.